Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a piece of plastic being found in the pump was unable to be confirmed as no product or images were submitted. A specific cause for the reported event could not be conclusively determined through this evaluation. It was reported that a centrimag pump, from lot #l08212-la4, was primed a while ago. It was later noticed that there was a piece of plastic in the pump. The pump was not hooked up to a patient. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The centrimag pump has not been returned for evaluation at this time. Review of the device history record (DHR) for the centrimag blood pump, lot #l08212-la4, revealed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) (rev. C) is currently available and provides the following warnings and cautions: IFU caution #4: the pump is provided sterile in an unopened and undamaged unit package. Inspect the device and package carefully prior to use. Do not use if the unit package or the product has been dropped, damaged or soiled. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The section titled "inspection prior to use" states that the blood pump should be inspected prior to use for any damage or particulate matter contamination. Do not use the blood pump if damaged or if any particulate matter is found on or inside the blood pump. Contact abbott medical regarding return of any suspect pump. The section titled ¿emergency backup equipment¿ states that a backup sterile pump and supplies to prime must be available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that centrimag pump was primed "a while ago". A piece of plastic was noticed in pump. The pump was not hooked up to patient.